Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic today with low speed operations seen on log. The patient has an epc controller, and these occurred during power changes and stated the event occurred while on batteries. During the analysis of the log file low speed operation alarms were observed along with low voltage on the power modules patient cable. The patient cable was replaced, and alarms stopped. No additional information was provided.

Manufacturer narrative:
Device identification, device manufacture date: additional information. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of low speed operations, a specific cause for these events could not be conclusively determined throughout this evaluation. The submitted log file captured three transient events on day 925 per the timestamp where the speed was captured below the low speed limit of 8400 rpm, reaching values as low as 7570 rpm, while the system controller was connected to a power module. Low speed operations were noted during two of these low speed events. These events occurred at times where low battery alarms were captured, associated with voltage values lower than the expected 14 v while connected to the power module. The account communicated that low speed operations were identified on the patient¿s log file. It was noted that the patient did not hear any alarms. There were no symptoms and no treatment was provided. It was reported that the cause of the low speed operations was believed to be related to the patient cable. The patient cable was replaced, and the patient was sent home with instructions to page the account if there were any unusual low voltage alarms. No further alarms have been reported and the plan was to continue to monitor outpatient. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no symptoms, so no treatment was provided. The patient will change batteries when they first alarm. The patient is stable at home and will be monitored on an outpatient basis. No further alarms were reported.